Manufacturer narrative:
(B)(4).

Event description:
An incident was reported to have been observed on (B)(6) 2026 in the surgical intensive care unit (sicu), where an arterial catheter became non-functional within 24-48 hours after insertion due to suspected premature obstruction; it was noted that the artery tended to flatten at the catheter site, leading to deterioration or loss of the invasive blood pressure signal and inability to obtain blood samples despite rigorous maintenance with frequent flushing, and in some cases, the clinical team added heparin to the pressure bags to maintain catheter patency. The issue was resolved by reinsertion of a new arterial catheter, however, non-invasive blood pressure (nibp) monitoring and repeated blood gas analyses requiring additional punctures were necessary in the interim. Additional information indicated that the initial arterial waveform was normal at insertion, the catheter was secured with two sutures, the puncture site remained visible under a transparent occlusive dressing, and the pressure transducer was set up per standard departmental practice. No additional medical intervention was required beyond that described. At the time of this report, the customer has not returned our requests for additional information regarding patient outcome. If further information is received, the complaint file will be updated.